Event description:
Customer reported an issue with the incorrect time setting on the pump, which was off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme levels. Technical support assisted the customer in updating the pump time and advised monitoring the situation, with the customer understanding and acknowledging the guidance provided.